Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having issues adjusting the therapy to a higher level and the healthcare provider (hcp) referred them to us. The patient was driving so they couldn't perform any troubleshooting nor provide info. A new call arranged for later today. Was then unable to reach the patient on 2nd attempt, will try to contact them next week. Resolution was unknown. Additional information was received. Patient services (pats) was able to speak with the patient again and they explained to them that the patient feels stimulation in their thigh when it shouldn't be there. The patient manages to increase and decrease the therapy, but nothing changes because the stimulation is out of place. Pats has referred them to their healthcare professional in charge of their therapy and closed the case since it's not a problem with the external device, and we can't assist him from here. Additional information was received. (The connection was not great, and the patient was difficult to understand): implant date: (B)(6) 2025, model/sn unknown. The patient states that hcp suspects that lead has moved, upcoming appt. On (B)(6) 2025, no interventions have occurred yet. The patient consented to a call back after that appt. Additional information was received. The patient saw their doctor on friday (B)(6) 2025 as planned, x-rays were taken showing the wires appeared to be in the right place and implanted correctly, but patient has pain from ¿bum to toes¿ from the implant. The hcp made some adjustments to the device, but this did not resolve thestim in the wrong location, and the patient has lack of therapy, and the decision was made to turn the device off as patient was also dealing with other health issues. There are no future actions/interventions planned.

Manufacturer narrative:
B3: date is unknown. G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.